Event description:
It was reported that during a stenting interventional treatment procedure, a tip detachment occurred. The 40 to 50% stenotic lesion was located in a mildly calcified bile duct. The physician advanced a "placehit biliary wallstent" to the target lesion without meeting any resistance. The stent was deployed and the delivery system was removed without any difficulty. Upon removal, it was observed that the tip of the catheter had detached inside the sheath. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting interventional treatment procedure, a tip detachment occurred. The 40 to 50% stenotic lesion was located in a mildly calcified bile duct. The physician advanced a placehit biliary wallstent to the target lesion without meeting any resistance. The stent was deployed and the delivery system was removed without any difficulty. Upon removal, it was observed that the tip of the catheter had detached inside the sheath. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluation: visual examination of the returned device found that the outer sheath had been fully retracted and the stent had been deployed from the device. The tip was detached from the distal end of the inner shaft. The stent and detached tip were not received for analysis. There was evidence of glue present on the distal end of the inner shaft indicating that glue had been applied as required during manufacture. The catheter and inner shaft were kinked at several locations along their length. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).